Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 4.6 cm to 4.7 cm and 4.9 cm to 5.1 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.